Manufacturer narrative:
(B)(4). Additional information: the device was returned to baxter, and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal/external inspections were performed and found an unrelated issue. Temperature confirmation testing was performed and the passed. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The device failed rite functional testing as fluid was transferred above the allowable specification range. The cause of the rite failure was due to deteriorated piston foam. The piston foam and door piston was scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The device was received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.